Manufacturer narrative:
Upon disassembly, the eccentric bearing and the lower rotor bearing were found to be worn. The presence of worn bearings can cause or contribute to the handpiece overheating.

Event description:
It was reported that the micro sagittal saw heated up during a routine equipment eval at the user facility, by a MFR's service tech. There was no pt involvement, and there were no user injuries or adverse consequences.